Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
On (B)(6) 2026, a patient reported a product quality issue with the pump, noting that the infusion site had become red, swollen, and infected. The pump had intermittently stopped working without alarm or which led to inconsistent medication delivery and medication pooling at the infusion site and prescribed antibiotics.